Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (strip lot number 24642931), is related to case with patient identifier (B)(4) (strip lot number 24645631).

Event description:
It was reported the customer received the following results on the active system with two different test strip vials within 10 minutes: 264 mg/dl (strip lot number 24645631) and 34 mg/dl (strip lot number 24642931). No adverse event reported. Return of the suspect device was requested for evaluation.